Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for non-cardiac reasons. A long pause in a rhythm that should be vvir pacing on a telemetry strip were observed. No programming changes were made, and the patient will continue to be monitored.